Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately a few months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 2000016323.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and was noted that patient was not able to get enough pain relief. The patient underwent an ipg and paddle lead replacement. The patient was doing well post operatively. The explanted device will not be return.